Event description:
Healthcare professional reported left side "rippling, asymmetry, and low-grade capsular tightness", baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Baker grade found to be ii, which is not reportable.

Event description:
Healthcare professional later reported "baker grade ii."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ wrinkling: observed creases on the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side "rippling, asymmetry, and low-grade capsular tightness", baker grade unknown. Healthcare professional later reported "baker grade ii." Device has been explanted.